Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Device manufacture date is unknown.

Event description:
It was reported that upon set up, the piston centering display could not be seen and the map would not hold pressure on the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device is not being returned for evaluation. A zoll field service engineer (fse) was scheduled to go on site to evaluate the device. However, the customer requested the work order to be cancelled because they were able to resolve the issue themselves. No further information was provided.